Manufacturer narrative:
Device evaluation: the lens still implanted. However, a dvd was provided by the customer. The dvd was evaluated with the subject matter expert (sme) and a substance similar to lubricant was observed on the lens. However, based on the evidence observed, it is not possible to confirm if the particle or substance observed is related to manufacturing, as the reported lens was handled. The complaint is considered verified however since the substance is not available for analysis the origin of it is undetermined. No product quality deficiency was identified. Manufacturing record review: the manufacturing record evaluation could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thin film was stretched on the surface of the lens. The lens was implanted after removing the foreign material. There were no patient complication and injury reported. No additional information provided.